Manufacturer narrative:
Summarized patient outcomes/complications of hemodynamic performance of a self-expanding transcatheter aortic valve with an intra-annular leaflet position in patients with a small aortic annulus were reported in a research article in a subject population with co-morbiditie including small aortic annuli. Some of the complications reported were cardiac arrest, aortic valve insufficiency/ regurgitation, congestive heart failure, obstruction/occlusionand death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B2: death date is estimated. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature: hemodynamic performance of a self-expanding transcatheter aortic valve with an intra-annular leaflet position in patients with a small aortic annulus.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. B2: death date is estimated. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: hemodynamic performance of a self-expanding transcatheter aortic valve with an intra-annular leaflet position in patients with a small aortic annulus

Event description:
The article, "hemodynamic performance of a self-expanding transcatheter aortic valve with an intra-annular leaflet position in patients with a small aortic annulus", was reviewed. The article presented a retrospective, single study to assess the short-term hemodynamic performance of the self-expanding portico/navitor transcatheter aortic valves (tavs), which has an intra-annular leaflet position, in patients with small aortic anatomies. Devices included in the study were navitor and portico. The article concluded that self-expanding transcatheter aortic valves with an intra-annular leaflet position are associated with favorable hemodynamic performance in patients with a small aortic annulus. [The primary and corresponding author was matjaz bunc, department of cardiology, university medical centre ljubljana, 1000 ljubljana, slovenia, with corresponding email: mbuncek@yahoo.com] the time frame of the study was from october 2017 to august 2024. A total of 37 patients were included in the study, of which all received an abbott device. The average age was 81.6 years and the majority gender was female. Comorbidities included small aortic annuli.